Event description:
This event was reported to perclose 5/18/97 regarding a pt. Hemostasis with the prostar 9 fr. Pvs devices was not achieved with sutures. The device obtained marking and the deployment of needles as expected. Sutures were deployed, suture knots were advanced and prostar device was removed uneventfully. However, doctor was unable to achieve hemostasis. Doctor subsequently attempted to control bleeding with a 9 to 11 fr. Introducer sheath without removing sutures. This potentially could have over-dilated the femoral artery access site. Femostop was utilized, but pt had bleeding each time he attempted to ambulate. Pt went to surgery for vascular repair, which was successful. Pt was discharged 5/20/97.